Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor seized, jammed, was moving heavy and running rough. It was further determined that the motor drew 0.5 ampere. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the small battery drive device would not hold the battery pack. According to the report, the ¿battery pack became released from the fixing position without making any actions or pushing the release buttons¿ on the device. There were no delays to the planned surgical procedure as a spare device was available for use. The reporter clarified the battery pack was successfully attached to the spare device. There was no patient involvement reported. There were no injuries or medical intervention reported. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.